Event description:
The customer reported that during right minimally invasive thoracoscopic operation for a pneumothorax, a 28fr straight chest tube was placed through one of the incisions at the conclusion of the operation. On a postoperative film, the customer observed a radio-opaque structure along the chest tube in the soft tissue near the incision. This corresponds to the radio-opaque side hole of the tube that is cut by the manufacturer of the tube prior to packaging. Additional information was received from the customer and stated that there was no additional breakage to catheter, it was the cut out side hole piece. According to the customer, the piece was eventually removed from the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot: 2514911064 was reviewed and no anomalies related to the reported issue were observed. A photo was received for evaluation, and the reported condition was observed. The root cause appears to be an insufficient visual inspection during the assembly process, which allowed a residual fragment of the pierced eye to go undetected. As an action plan, a quality alert has been issued, and manufacturing personnel have been informed for awareness. Furthermore, the reported issue has been communicated to relevant staff for their information and comprehension. No corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.